Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 184508, vngd ps open por fmrl rt 65, lot # 318040. 141273, bmet regenx pri tib tray 71mm, lot # 834180. Ep-183640, e1 vngd ps tib brg 71/75x10, lot # 464570.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). :concomitant medical products: 141314 biomet finned pri stem 40mm 255700, 184512 141275 bmet regenx pri tib tray 79mm, vngd ps open por fmrl rt 70, unknown 10 mm e poly bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR's submitted for associated products. Links below: 0001825034-2019-04681, 0001825034-2019-04682, 0001825034-2019-04684, 0001825034-2019-04694.

Event description:
It was reported that post right knee revision arthroplasty due to implant fracture and metallosis, the patient is experiencing pain and mobility dysfunction interfering with daily life. No additional information is available.